Event description:
Devilbiss healthcare was notified of an oxygen concentrator for which an authorized service technician reported "warping of the compressor box." There was no complaint made, and no report or evidence of illness, injury or medical treatment associated with the report. The device was returned to devilbiss for evaluation, where the root cause was determined to be a bent fan guard, which devilbiss has addressed via CAPA.